Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain and failed back surgery syndrome. It was reported that there was overstimulation and stimulation was surging. It would get real intense when walking or sitting. The patient was at 3.20 volts. It felt like he was holding ten 9 volt batteries on his tongue. He would get wobbly and his knees would buckle. He was on just program a and they added b for sleep. Ever since they adjusted it, the patient had problems. It would last 40-50 seconds then it would shut off then the stimulation would start a minute later. There was no trauma or fall that could be related to this issue. An appointment was scheduled on friday. The issue started a little over two weeks ago in (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.